Event description:
It was reported by service report that the lift was stuck in an up position and there was a loss of siderail cable functionality. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail cable pinched.